Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The sample was sent to the manufacturing site to be forwarded to the supplier. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. A non-conformance has been opened to further investigate this issue.

Event description:
The complaint is reported as: "30th apr 2019, in peking union medical college hospital, department of anesthesiology, the juncture part used to connect the tube and the ventilator broken during usage on the patient, which caused failure of the lobar ventilation." No patient injury reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "(B)(6) 2019, in (B)(6) hospital, department of anesthesiology, the juncture part used to connect the tube and the ventilator broken during usage on the patient, which caused failure of the lobar ventilation." No patient injury reported.